Manufacturer narrative:
Findings: pump passed displacement test and self test. No unexpected error alarm noted during testing. However, error alarm found in alarm history. A47 error alarm due to corrupted history file. Unit was down loaded properly using carelink pro. No cosmetic damage noted. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 219 mg/dl at the time of the call. The customer stated that the basal was programed before the alarm occurred. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.